Event description:
The customer reported a unit that passed user extended system testing (est), however, it delivers no volume to the patient. According to the customer, it alarms apnea. Field service was requested.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assembly and powered uim in to service mode and checked the error log and was able to see the ¿invalid pbaro data¿ error being displayed. Went into the manufacture setup menu and successfully accepted the pbaro manufacturing date. Proceeded by attempting to recalibrate the pbaro transducer but failed. The a/d counts are railed high at 4095 even if pressure is being applied to the transducer, the value will not change. Replaced baro pressure transducer with a known good baro pressure transducer. After the replacement was made powered the uim in to service mode, checked the error log and the ¿invalid pbaro data¿ did not appear this time. Continued by successfully calibrating the pbaro transducer. Duplicated and isolated the reported problem to the baro pressure transducer.

Manufacturer narrative:
(B)(4). Carefusion tech support dispatched field serv. To the user facility.